Event description:
It was reported that prior to procedure, the patient's right ventricular (rv) lead had loss of capture and high pacing impedance. The patient was asymptomatic. On (B)(6) 2021, the rv lead was capped and replaced. The patient was stable throughout procedure.